Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was at blue screen. The technical support specialist manually installed rss 4.12 and verified the functionality by rebooting thrice within application to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system was unable to log on. The customer reported that the unable to access any medications and over 30 patients impacted. The customer stated that this malfunction caused a delay while dispensing medication to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.